Event description:
The patient reported that approximately five years ago, the patient was admitted to the hospital after priming while attached. The patient reported that the cartridge was emptied but he was unsure of the amount of insulin in the cartridge. The patient did not remember the specific details of the incident. The patient reported that he was aware that he should be disconnected during ez-prime step. The patient had continued using the pump. This report is made based on the allegation that the patient was hospitalized after inadvertently delivering insulin by priming while attached.

Manufacturer narrative:
The pump was returned to animas on (B)(4) 2009 for an unrelated issue. The pump is no longer available for evaluation. The patient reported that he inadvertently delivered insulin by priming while attached. The user guide instructs the patient to be disconnected from the infusion site any time the cartridge or battery cap are adjusted, and any time the patient is using an ez-prime function. The pump display screen warns the patient to disconnect from the site prior to entering the ez-prime menu. The patient alleged that this incident occurred about five years ago however, the earliest pump for this patient was shipped on (B)(4) 2007. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: additional information/device evaluation: the pump was received, investigated, and dispositioned related to another complaint on (B)(6) 2009. The pump serial number was updated in this complaint file on (B)(6) 2011; therefore, the following findings are results of the original investigation: a review of the pump black box data revealed that the total daily dose values accurately reflected the programmed basal rates. During a visual inspection of the pump, the battery compartment was observed to be cracked. Further investigation related to the complaint could not be completed due to the pump¿s disposition. (B)(4).